Event description:
The manufacturer received information alleging a ventilators display screen was blank. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During evaluation, a failure of the device to power on was observed. Additional investigation found the device had insect infestation. No repair will be completed and the device will be scrapped.